Event description:
It was reported that the physician who was trained in use of the device, attempted arteriotomy closure with a starclose vascular closure system after an intervention procedure. The pt was anticoagulated with heparin. Before finishing step 3 to split the sheath, the vessel locator wings collapsed. The physician pulled the starclose out of the body. The vessel locator wings were closed when the device was removed. Hemostasis was achieved with manual compression. The pt did not experience any adverse event. No add'l info is available.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. A supplemental report will be submitted with any relevant info. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.